Manufacturer narrative:
The used cartridge was returned for evaluation. Inadequate viscoelastic is observed in the cartridge. The tip is not split. Heavy stress is observed in the tip. The tip has a small acceptable aneurysm on the bottom edge. The cartridge has evidence it was placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The iol and viscoelastic indicated are qualified for use. The handpiece was not provided. It is unknown if a qualified handpiece was used. The root cause may be related to a failure to follow the dfu. There did not appear to be adequate viscoelastic in the returned cartridge. The cartridge tip was not split. Heavy stress and a small acceptable aneurysm were observed. The stress and small aneurysm observed are an expected occurrence with a lens delivery and do not denote a product deficiency. However, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the cartridge split. There was patient contact, but no patient harm. Additional information was requested.